Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that a no disposable alarm clamp tubing occurred. Settings were reviewed and the pump was turned off and then on. The patient was nervous since this had not happened to her before. Still no disposable alarm occurred. The patient was out shopping and did not want to take apart the pump but preferred going to the clinic instead. No patient injury was reported.